Manufacturer narrative:
Continuation of d11: product ID 3487a-45 lot# v383810 serial# implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had no issues with their therapy and they were still receiving coverage and felt stimulation in their legs. However, it was indicated that a few contacts were elevated above 10,000 ohms. It was suggested that the rep try testing impedances at a higher value and programming around out of range combinations. The rep re-ran impedances at 3.0v and with reference 0. The lowest value was then 16 ,000 ohms, but contacts weren¿t over 40,000 ohms. The rep checked various reference electrodes and contacts 0, 1, 2, and 3 remained elevated with all other combinations around 1000 ohms. Technical services suggested avoiding programming on contacts 0 through 3 and that likely there was an issue along that quad lead or with that part of the extension and to monitor impedances going forward. The rep noted that these contracts weren¿t being used in the patient¿s programming. No symptoms were reported. The event occurred on (B)(6). Additional information was received from the patient on (B)(6), stating that they met with their rep on tuesday and they made some adjustments. The patient then stated that they could no longer feel stimulation. They stated that they left a message for their rep, but with the holidays they hadn¿t heard back yet. They stated that they went home and they tried to charge their ins for a bit, but still was not feeling stimulation. When the patient tried to connect with the patient programmer they were ¿seeing a picture on the screen¿. The patient stated that they would be having ¿shots¿ next wednesday. They continued stating that they had trouble where the stimulator was because they herniated a disk in the middle of their back. Originally they indicated that they sometimes would feel the stimulation in their stomach from time to time so they adjusted the stimulation to only address their legs. They would get shots every so often to address further pain. Patient services attempted to collect the event date, but the patient did not clarify. The patient mentioned that they leave their stimulation on all of the time because if they don¿t their legs really hurt. Patient services asked if the patient was saying that they had been in pain since tuesday, because they had not felt the stimulation and the patient replied, ¿ well yeah I mean it is kind of uncomfortable not having¿I mean I would rather have the stimulation than have to take any pain pills¿. Patient services attempted to troubleshoot with the patient, but the patient was having a hard time describing the screens they were seeing and following the troubleshooting steps given to them. Patient services was able to confirm with the patient via the recharger that they saw the stimulation on, but was unable to tell if the patient had successfully connected with the patient programmer. Patient services reviewed and offered to send a message out to the rep as they were wanting in-person assistance. They were advised to talk to their hcp and rep regarding not feeling stimulation even with stimulation on. The event date was asked but was unknown. Additional information was received from the rep on (B)(6), reporting that they followed up with the patient who indicated that they had just gotten off the phone with patient services recharging their issue of no stimulation. The rep stated that their ins charge was low when the rep interrogated it at their meeting with the patient on tuesday and they discussed that they were going to recharge it when they got home as the patient didn¿t have their equipment with them. The rep also tried to confirm with them today, that their stimulation was on and turned up, but they were also not able to explain to them what they were seeing on the patient programmer screen. The patient was waiting to receive new equipment tomorrow (see pe ) and would contact the rep if there were any further issues after trying their new equipment and they would schedule a time to meet at the hcp office. The rep called back as the patient indicated they still did not feel stimulation so they would schedule a time to met with them next week. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3487a-45 lot# v383810 serial# implanted: (B)(6) explanted: product type lead b1. Correction: the supplemental should have been updated to adverse event and product problem medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedances was undetermined. It was reported that the rep met with the patient at their healthcare provider¿s (hcp¿s) office at their earliest convenience on (B)(6) 2020. It was reported that actions taken to resolve the loss of stimulation when stimulation was on and their return of pain was the patient turned their stimulation up, and their stimulation returned. The rep indicated that they were unaware of a return of pain. It was reported that the issues were resolved. The cause of their loss of stimulation when stimulation was on and their return of pain was due to the patient needing to turn their stimulation up higher as the patient had pushed multiple buttons during troubleshooting and had set their stimulation lower than at their meeting on tuesday. The specific ¿picture seen on the patient programmer screen¿ was undetermined, but the rep indicated that there was no known issue. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3487a-45 lot# v383810 serial# implanted: (B)(6)explanted: product type lead correction: g4. Date for follow-up 002 should have been (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had a fall unrelated to the device, on the same side as her ins, but not on it, maybe about a month ago. The patient requested a rep meeting to make sure her system was okay. There were no symptoms/changes in stimulation or the ins pocket were reported by the patient. Impedances were noted, no known relation. The cause of the event wasn't determined. The rep reported that the ins was interrogated on (B)(6) 2018. The patient had a 4-8-4 lead configuration and was only programmed on the second 2 leads, not on contacts 0-3. The rep reported that the contacts 2 and 3 showed out of range impedances, greater than 17,000 and greater than 30,000 ohms respectively. No actions/interventions were taken as the patient stated the system was working the same as it was prior to her fall. No further complications were reported.